Event description:
The pump was explanted due to a suspected allergic reaction to the pump. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).